Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hd camera head was not producing an image during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested but were not provided by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged charged coupled device unit (ccd) was discovered and caused the reported image failure. Additionally, a crack was found in the plug unit of the video connector, and the serial plate was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.